Event description:
Patient contacted dexcom technical support on (B)(6)2014 and claimed that on (B)(6)2014, upon sensor patch removal, sensor wire remained left behind at insertion site. Patient's mother removed the wire with no complications. Device used in arm was also reported which is not an approved site. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention.